Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room in backup vvi mode. A device image was sent for further investigation. A down load was performed successfully.